Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. Wires were exposed around the neck of the baton. The device disposition awaiting customer decision to repair or scrap the device. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with baton 3-4, there was a no video issue. It was unknown if a back-up device was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.